Event description:
It was reported that a bd plastipak¿ syringe had printing issue and foreign matter.

Manufacturer narrative:
H.6. Investigation: it has been received 1 sealed sample of 50ll lot 1807504 and 3 sealed samples of 50ll lot 1802274. Upon visual inspection of the sample from lot 1807504 it can be observed a particle inside the syringe, on the stopper. Upon inspection at 10x it can be confirmed it is a polypropylene fiber. Upon visual inspection of the 3 samples from lot 1802274 it can be observed the foreign matter remarked with pen by customer are the injection points of barrels. These are the points were material is injected in the mold during barrels molding process, and it is part of pieces design. It can be confirmed that one of these samples has a material vestige in the injection point causing a particle attached to the barrel outside. No marking defect can be observed in any of the 4 samples. DHR of lots 1807504 and 1802274 has been reviewed not finding any annotation or deviation regarding the alleged defect. Polypropylene particles come from molding and transport processes. The particle size on the sample from lot 1807504 is 2.5 mm. (See attached pictures). According to inspection plan procedure, polypropylene particles (pp) outside the syringe have an aql of 1% (it means an acceptance criteria of 5 defective samples allowed ¿ more than 5 not allowed). Since the occurrence for both defects is 1 defective sample per lot, it meets acceptance criteria. In assembly station of this manufacturing line, there is a de-ionizer to remove polypropylene particles inside the barrel. Equipment of manufacturing line is regularly cleaned according to procedure jg-039: once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. Regarding the material vestige in the injection point of sample from lot 1802274, it has been caused because plats during injection phase were not completely closed. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. 1. Visual inspection: molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe had printing issue and foreign matter.